Event description:
It was reported that a patient experienced an amoebic infection associated with contact lens wear. The patient began with a sore eye (which eye is unspecified) two weeks ago and went to the doctor who diagnosed the patient with conjunctivitis. The patient then went on a business trip for two days and during that time found his eye in so much pain that he had to spend a day in bed. The next day he went to a pharmacy where he was advised to go to the hospital. The hospital originally diagnosed the issue as a (B)(6) infection and arranged a follow-up consultant appointment. During the follow-up consultant appointment, the patient was then diagnosed with and is being treated for acanthamoeba keratitis, as well as a fungal infection. The treatment is unspecified. The latest information received states that the patient is improving and has another hospital appointment scheduled for (B)(6) 2012. Additional information has been requested, but not yet received.

Manufacturer narrative:
The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The complaint product was not returned and retain samples were not available in inventory for evaluation. There were no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).